Event description:
It was reported that the patient¿s pump displayed three lines and stopped showing cgm values due to intermittent communication failure, which was addressed by toggling the dexcom source between g6 and g7 to reestablish readings; the responsible device was not identified, and device component references were electrical and magnetic functions and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found despite the reported intermittent communication failure associated with the antenna and related electrical or magnetic functions. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and cause was user environment or transient wireless interference leading to temporary loss of sensor signal.